Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.